Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set insulin flow blocked events on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). No escalation required. The batch 6006923 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 5 samples out 5 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, 5 reference samples 5 passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the packing lot 6006923 was manufactured according to the wi version 96 manufactured in the line multivac 10, on 03/may/2024, with a total of (B)(4). Welding: the lot 4d05190 was assembled according to the wi version 33, machine ls24 and ls25 on 30-apr-2024, with a total of (B)(4) units each. The lot 4d02433 was assembled according to the wi version 33, machine ls06 and ls07 on 23-apr-2024, with a total of (B)(4) units each. Gluing of connector the lot 4d03939 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 30/apr/2024, with a total of (B)(4) units. The lot 4e00251 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 01/may/2024, with a total of (B)(4) units. The lot 4d03923 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 22/apr/2024, with a total of (B)(4) units. The lot 4d03938 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 26/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code 1 occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6006923 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.